Event description:
Adverse event(s): delay in procedure. Product problem(s): "calibration not possible" (failure to calibrate), "touchscreen froze while entering settings" (no display or display failure). A facility reported, the touchscreen froze while entering settings. The sys was rebooted and the issue cleared. Also, calibration was not possible when attempting iop control. Three different paks were used when attempting repriming. No info regarding pt impact.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did indicate two related reports for this sys. (B) (4). (B) (4). (B) (4).